Event description:
It was reported that a customer experienced a high blood glucose level, leading to an emergency room visit, because the insulin pump turned off due to low battery power. The blood glucose level was recorded at 448 mg/dl, but there was no injury caused by the event. The customer had high ketones which were considered dangerous, and treatment with IV fluids, saline, and insulin resolved the issue. The customer was released from the ER the same day. The mother acknowledged lack of oversight and that the pump shut off due to the customer not properly charging the battery and stated she would be more attentive in the future.